Event description:
The catheter was placed 7/1/97. One week later, chemo was started & four days after that the pt had pain in back. Extravasation was found & they found that catheter had disconnected at the port connection.

Manufacturer narrative:
Implicated product is a port with an attachable 8.0 fr. Catheter in a peel-apart percutaneous introducer system. The product received for evaluation is the distal 11.7 inches of a 8.0 fr. Catheter. The proximal end has an irregular edge. The 5-dot depth marker is found 1.3 inches from the proximal end. Serous residue coats the inner diameter walls from the catheter's distal tip to near mid-point. Neither the port nor any other tubing is received for evaluation. Tactual examination of the catheter reveals a tensile weakness between 0.4 and 0.7 inches distal to the proximal end. This indicates the tubing had been stretched beyond its tensile limit, and may have occurred during retraction of the embolized catheter. Patecny is demonstrated by flushing and aspirating water through the catheter with a 12cc syringe. No leaks are noted as the distal tip is occluded and the lumen is hydraulically pressurized to sustain pressures greater than 25 psi. Under 5x - 10x magnification, irregular proximal edge is observed to have moderately deep "u" shape along its edge; the proximal faci is grainy, uneven and angles boty away from and in toward inner diameter at different points around its circumference. No cath-lock impressions are noted in tubing outer diameter. Irregular pattern of proximal edge and granular texture is evidence of blunt dissection. Dramatic "u" shape in edge and multiple different angles in face combined with lack of any impressions in tubing outer diamter suggest dissection may be result of inappropriately engaged cath-lock. Ill-applied cath-locks create compression pressures that can cut through tubing wall, severing catheter from port. Complaint investigation record documents complaint as "sub-q leak." No leaks could be demonstrated in complaint sample. However, complaint incident report describes complaint as "...catheter disconnected at connection with port." This supports conclusion that complaint resulted from blunt dissection. Characteristics of damaged proximal end is confirmed, user-related. "U" shape in catheter's proximal end may be result of port stem barb cutting through tubing. Product instructions for use describes proper way to engage cath-lock.